Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had been abused and missed her refill on (B)(6) 2015. Additional information received from the patient reported they contacted their hcp office and were told to contact a manufacturing representative. The patient's pump had been empty for the last 4 months (as of (B)(6) 2015) because she could not get to the hcp to refill her pump (because her husband was sick). The patient reported that the pump was alarming, and she wanted the pump removed or refilled. The indication for use was spinal pain. The system was delivering dilaudid. The concentration, dose, and lot number were unknown. When asked about dose/concentration, patient said she thought it was 2 mg. The actions/interventions taken to resolve the issue were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.